Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the advanced processor (ap) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ap was analyzed and the customer reported complaint was confirmed but not replicated. The issue was confirmed via lighthouse error logs. The ap 5000 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The ap was inspected where the leds were on and the fan was spinning. An advisory 66201 error was also found in the logs. The system was left to idle for four hours, and power cycled five times with no issues. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that no root cause could be determined for the reported event. The root cause is likely due to an electrical component failure within the ap. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the davinic system, the customer was having to restart the system. The system came back up with a 309 error after restart. No known impact or patient consequence was reported.